Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting no tidal volume was delivered from the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. The bme evaluated the device and through testing confirmed the reported issue. The bme determined a failure of the data acquisition (da) printed circuit board assembly (pcba). The bme requested onsite service to continue diagnostics and the da pcba replacement.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the da pcba. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no evidence of anomaly. The pil technician verified the correct operation of suspect da pcba with installation into known good flow sensor assembly connected to the test vent. No errors or alarms were generated during the test vent operation. In addition, the technician verified the correct reference voltages on the pcba. The pil investigation has determined that the suspect da pcba operates on the standard test bed without issue and concludes with a no fault found finding.